Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached accucath flow actuator was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. Usage residues were observed throughout the sample. The guidewire was retracted and was intact. The safety button was pressed; however, the needle was not retracted. The catheter had been advanced and was not returned for evaluation. The flow actuator from the catheter luer remained on the needle shaft. The needle shaft was bent. Microscopic inspection flow actuator did not reveal any damage or deformity. The actuator was measured using a digital microscope and was found to be within manufacturing specifications. The flow actuator appeared well formed and undamaged, suggesting that component manufacture did not cause the detachment. The bent needle shaft suggested that device manipulation may have contributed to the flow actuator detachment; however, it could not be determined if an additional unidentified factor may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of refp0463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "valve in accucath was loose and detached from the hub while catheter was being threaded." (B)(6) 2022 - the needle would not retract when the safety button was pressed on the returned device.